Manufacturer narrative:
This report references ferring (B)(4) and ferring complaint (B)(4). Actions to be taken by the manufacturer, (B)(4): audit the finger grip vendor - target early may. Perform a comprehensive comparability study between different lots of the finger grips from different suppliers and different manufacturing periods. Assess the finger grip mold for possible changes due to wear. Mold adjustment and re-qualification, if necessary.

Event description:
This spontaneous, non-serious case was received from a nurse via a company sales representative in the USA. The physician administered euflexxa (1% sodium hyaluronate) to the patient. After euflexxa was administered, the physician removed the needle from the patient and the finger grip separated from the syringe barrel. The syringe, with the needle attached, fell and stuck the physician in his leg. The nurse reported that on (B)(6) 2011, the finger grip on the euflexxa syringe was not securely snapped on the syringe and was not verified by the physician prior to injection. The physician administered euflexxa to the patient using his index and middle fingers to grip the syringe and his thumb to push the plunger. Upon removing the needle from the patient, the finger grip detached from the syringe barrel and the syringe, with needle attached, fell and the needle stuck the physician in the leg. The nurse reported the physician was left holding only the finger grip of the euflexxa syringe. It was requested by the physician that the patient, a female, signed a blood exposure form to test her blood. Two additional complaints for finger grip separation have been received in 2011. These events are not associated with adverse events. Physician's office is awaiting the patient's signature and blood test results. Lot number and expiration date of the device were obtained, however, the device was disposed of the day following the event and therefore was not available. Concomitant medications were unknown. Medical history was unknown. Follow up has been requested. If new, significant information is obtained the case will be re-evaluated. Sales rep: (B)(4).